Manufacturer narrative:
Patient information was requested and the customer stated that they are confidential.

Event description:
The customer reported that the ventilator screen locking up and a burning smell. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Root cause: failure analysis on the returned cpu board and power management (pm) board shows that the cpu pcba and pm pcba were tested and no failures were identified.